Manufacturer narrative:
Tracking #.50517. Date sent: 10/21/1998. Ligaclip endoscopic rotating multiple clip applier: based on the info rec'd and the visual and functional results, it was concluded that the crimp on the tube of the instrument was insufficient which caused the instrument to fire unformed clips intermittently. The instrument was fired and it fired seven of the clips conforming and two non conforming due to the insufficient crimp. It could not be determinded as to why the insufficient crimp was not detected during the assembly process. Employee awareness sessions will be held as a result of this inquiry.

Event description:
It was reported during a laparoscopic cholecystectomy an er320 malfunctioned. The clips were intermittently not formed properly or not closing at all. The clips did not close completely when activating the firing sequence. A new er320 was opened to complete the case. There was no consequence to the pt.